Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: linear st lead kit 70 cm, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients leads were implanted too low. The patients leads were replaced and was doing well postoperatively with good coverage. All explanted device components will not be returned.